Event description:
A customer observed imprecise total b-ncg results on samples from one pt. The results were reported to the physician, and one of the results was questioned. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: the investigation showed that the customer is routinely diluting samples having results within the reportable range of the assay, in contrast to the instructions given in the instructions for use. Dilution studies ruled out high dose hook for the sample. A second imprecise sample identified during the investigation was also analyzed for high dose hook, and ruled out. A reagent metering verification test ruled out reagent metering issues. Datalogger files have been requested but not yet received. The root cause of the first issue is user error - the customer is not following the dilution guidelines as stated in the instructions for use. The root cause for the elevated result of the second sample has not been identified.